Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer noticed that the basal was suspended when she took the insulin pump out of her pants. The customer stated she did not give a command on the insulin pump to suspend the basal also, she did not hear or feel the insulin pump vibrate when the insulin pump went into suspend. The customer¿s current blood glucose 8 mmol/l. The customer stated that she does not trust the insulin pump, it will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was program with a basal unit and monitored. Basal profile delivered their indicated amount properly. No unexpected basal suspending on its own anomaly noted. Unit passed self test. Vibrator alarm works properly. Unit vibrates during suspend mode. Unit had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.